Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Internet article reports that a patient presented with an infection approximately three years following shoulder surgery. The patient had non-surgical treatment of the wound followed by a return to surgery in 2007 for orthopedic hardware device explant. At this time, suture was found to be still present. No further information was provided.